Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 7fr sheath, after a coronary interventional procedure. Reportedly, when the plunger was removed, no sutures were attached. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly not trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained in use of proglide device. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The user was reportedly not trained in the use of the proglide device. Per the proglide instructions for use; the proglide instructions for use states: this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular.